Manufacturer narrative:
Additional information: b1; b2; b5; d11; h1; h6 (device code).

Event description:
Related manufacturer reference number: 2938836-2020-07821. New information received notes that the patient presented in clinic for a device change out due to normal elective replacement indicator (eri). Oversensing of noise was observed on the right ventricular and atrial leads since 2011 via remote transmission. Both leads were capped and replaced on (B)(6) 2020. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine check, noise reversion was noted on the right ventricular lead. The noise was reproducible with arm movements. Patient was not dependent and was stable before, during and after the device check. Patient will continue to be monitored